Manufacturer narrative:
(B)(4). S/w version 4.11j. Retainer ring = clear. Customer returned pump for alleged cosmetic damage battery tube compartment on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection cracked retainer, cracked battery tube threads, fading serial number label, and cracked case corner of belt clip rails. Cosmetic damage was confirmed at the cracked at battery tube side area.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. Customer will discontinue use of the device